Event description:
It was reported that the pump's usb port was damaged causing the customer to be unable to charge the pump. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.